Event description:
Product: 2060u benefix syringe. Product was reconstituted per MFR's directions in pharmacy hood. Syringe was re-capped with same cap supplied with kit as dose was not for immediate administration. Syringe was sent upstairs to the floor. Two hours later, when time to administer the dose, cap was removed to reveal a small piece of hard white plastic clogging the tip of the syringe. When initially re-capped in the hood, this was not present. The piece was not removable and very tightly impacted. The dose had to be wasted and another kit was used. Dose or amount: 2060u -5ml-, frequency: twice weekly, route: IV. Dates of use: (B)(6) 2002 - (B)(6) 2010. Diagnosis or reason for use: hemophilia-b.